Event description:
Device 3 of 3. Reference MFR report #s 1627487-2014-00185 and 00265.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.